Event description:
Info received indicates an unintentional movement of the beds head section function up.

Manufacturer narrative:
The hill-rom technician indicated an unintentional movement of the beds head section function up. The technician found the left outside siderail switch package was defective. The switch package was replaced to repair the bed.